Manufacturer narrative:
Correction: pease refer to section f for updated patient coding.

Event description:
It was reported that the patient was hospitalized after receiving six shocks from the implantable cardioverter defibrillator (ICD) and collapsing. Review of the first episode in which the patient collapsed indicated the patient experienced a ventricular tachycardia (vt) that was 0% correlated with the rhythm match template. One round of anti-tachycardia pacing (atp) was delivered after which the rhythm accelerated and subsequently self-terminated at the point of charge of the ICD. During the next episode the patient experienced conscious vt along with atrial fibrillation (af). The ICD delivered five rounds of atp and six shocks as per programming. The first shock was successful in terminating the vt; however, a rapid af persisted. The next shock delivered induced the patient into vt, while the remaining shocks terminated the vt and the patient continued to be in rapid af. It was noted that overall, three of the shocks had been delivered for vt, while the other three had been delivered for the rapid af, as the rate had remained high. The patient was found to have a very high level of potassium in the blood and underwent dialysis. Subsequently, there were no changes to the programming and the ICD remains in service. Recently, the patient remained in the intensive care unit (ICU) and had vt/vf that was not treated by the device. The programmed settings were not reported.

Event description:
It was reported that the patient was hospitalized after receiving six shocks from the implantable cardioverter defibrillator (ICD) and collapsing. Review of the first episode in which the patient collapsed indicated the patient experienced a ventricular tachycardia (vt) that was 0% correlated with the rhythm match template. One round of anti-tachycardia pacing (atp) was delivered after which the rhythm accelerated and subsequently self-terminated at the point of charge of the ICD. During the next episode the patient experienced conscious vt along with atrial fibrillation (af). The ICD delivered five rounds of atp and six shocks as per programming. The first shock was successful in terminating the vt; however, a rapid af persisted. The next shock delivered induced the patient into vt, while the remaining shocks terminated the vt and the patient continued to be in rapid af. It was noted that overall, three of the shocks had been delivered for vt, while the other three had been delivered for the rapid af, as the rate had remained high. The patient was found to have a very high level of potassium in the blood and underwent dialysis. Subsequently, there were no changes to the programming and the ICD remains in service. Recently, the patient remained in the intensive care unit (ICU) and had vt/vf that was not treated by the device. The programmed settings were not reported.

Event description:
It was reported that the patient was hospitalized after receiving six shocks from the implantable cardioverter defibrillator (ICD) and collapsing. Review of the first episode in which the patient collapsed indicated the patient experienced a ventricular tachycardia (vt) that was 0% correlated with the rhythm match template. One round of anti-tachycardia pacing (atp) was delivered after which the rhythm accelerated and subsequently self-terminated at the pint of charge of the ICD. During the next episode the patient experienced conscious vt along with atrial fibrillation (af). The ICD delivered five rounds of atp and six shocks as per programming. The first shock was successful in terminating the vt; however, a rapid af persisted. The next shock delivered induced the patient into vt, while the remaining shocks terminated the vt and the patient continued to be in rapid af. It was noted that overall, three of the shocks had been delivered for vt, while the other three had been delivered for the rapid af, as the rate had remained high. The patient was found to have a very high level of potassium in the blood and underwent dialysis. Subsequently, there were no changes to the programming and the ICD remains in service.